Manufacturer narrative:
Investigation summary: one sample and photo received for investigation. Upon observation, opaque areas can be seen. Test were performed on the physical and retention samples, such as, visual assessment, loose foreign matter in the fluid and non-fluid path, and embedded particles. No defect observed, results were compliant. Additionally, a fourier transform infrared spectroscopy (ftir) is performed on the sample received. The ftir analysis performed does not show signs of possible contaminants that could generate opacity in the barrel, in addition, the retention samples do not present this defect. In addition to these analysis, evaluation of the machinery was carried out to verify if the defect can be reproduced in the barrel molding process, verifying that moisture can be generated only by the outside of the barrel, without generating opacity in the barrel, therefore, it is ruled out that the defect is reproducible during the manufacturing process. During the review of the barrel's molding batch, no attributable problems were detected with the defect that the customer reports. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary.

Event description:
It was reported that before use of the bd plastipak¿ syringe 10 ml the barrel or the syringe was dirty with an opaque color. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the body of the syringe (barrel) is opaque (dirty), so it could no longer be used. Lot: 8110644, cad: 03/2023.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe 10 ml the barrel or the syringe was dirty with an opaque color. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the body of the syringe (barrel) is opaque (dirty), so it could no longer be used. Lot: 8110644, cad: 03/2023.